Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Mdrs related to this event: 2029214-2018-00446 2029214-2018-00447. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this catheter puncture by non-medtronic guidewire. It was reported that there was friction felt during the insertion of the guidewire. It was reported the echelon-10 micro catheter was selected, after the first echelon-10 was shaped, the guidewire took it into the vessel, and the guide wire was directly pierced through the front edge of the microcatheter. Then the physician replaced a new echelon-10 micro catheter, the issue occurred same. The physician finally selected different size of micro catheter to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Updated the device was returned for evaluation and the clinical observation was confirmed. As received, the distal tip of the catheter was found to be puncture at the proximal edge of the distal marker band. The echelon-10 distal tip was found to be bent. It was reported the echelon-10 distal tip was shaped by the customer. Upon visual examination, no issues were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. Based on the device analysis we were unable to determine the cause of the puncture. It is possible the shaping of the echelon-10 distal tip or the guidewire distal tip shaping contributed to the event; however, the root cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. As noted in the echelon IFU (instructions for use): ¿prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers. Multiple shaping is not recommended.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.